Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hematoma/patient-device interaction can not be determined as insufficient clinical details were provided and no issue was found on the pump.

Manufacturer narrative:
B5: added updated clinical review. Updated per the following additional information: the hematoma was at the access site around the repo sheath. It was resolved with digital pressure. D9: added devices return information h6: omitted a24 and added a01.

Event description:
An impella¿cp device was inserted via the right femoral artery in a 64-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage¿d. The patient developed a small hematoma at the impella access site, around the repositioning sheath. It was resolved with digital pressure.. However, the patient subsequently developed compartment syndrome of the abdomen. CT imaging showed no retroperitoneal bleed, and the registered nurse stated it was not believed to be related to the impella device. The drop in hemoglobin and hematocrit was attributed to the compartment syndrome. The patient received blood transfusion and survived to explant. Hematoma may occur due to access-site complications and the anticoagulation and purge requirements associated with impella support.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 64-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient's clinical state prior to initiation of support was identified as scai shock stage d. The patient developed a small hematoma at the impella access site, which resolved. However, the patient subsequently developed compartment syndrome of the abdomen. CT imaging showed no retroperitoneal bleed, and the registered nurse stated it was not believed to be related to the impella device. The drop in hemoglobin and hematocrit was attributed to the compartment syndrome. The patient received blood transfusion and survived to explant. Hematoma may occur due to access-site complications and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.